Event description:
The distributor reported they identified a sharp crease in the seal at the corner of the pouch during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: one new unopened device was received for evaluation. The evaluation has not been completed. A follow-up report will be submitted when the evaluation has been completed.